Event description:
All results mg/dl. Caller reported blood glucose results on compact plus system 1: 85 at 8:48pm 169 at 8:37pm 357 at 8:21pm 218 at 8:20pm 48 at 8:15pm 162 at 8:08pm compact plus system 2 result at 8:32pm was 61. After this result, he self-treated with crackers and orange juice. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with (B)(6) is for compact plus system 1, medwatch with (B)(6) is for compact plus system 2.